Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient hadn¿t used the stimulation nor charged in 8 months. The reason for not recharging was that the patient didn¿t know how. It was reviewed how to recharge. The patient would let it charge for a couple of hours and then check it. The patient asked for help to check the device and there was a potential overdischarge. Additional information was received from a consumer and a manufacturer representative. The patient was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator was dead and that it needed to be replaced. The patient attempted to recharge ins at home but couldn¿t so they met with manufacturer representative who could not restart/recharge the patient¿s implantable neurostimulator and indicated that the patient needed to have the implantable neurostimulator replaced. There was no replacement surgery scheduled.